Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 05/09/2016, electrode belt: 12/06/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly at home prior to passing. Attempts to gather additional details about the patient death were unsuccessful.   Per clinical review of the available ECG data, from 17:56:48 to 18:39:59 the patient was in sinus rhythm at 80 bpm with frequent pvc's. The patient's rhythm then slows to sinus bradycardia/sinus rhythm/sinus tachycardia from 40 bpm to 100 bpm with CPR/motion artifact. The rhythm then further degrades to ventricular fibrillation (vf) with CPR/motion artifact. The patient received the 1st non-lifevest defibrillation and the rhythm at time of treatment was vf with CPR/motion artifact. The post shock rhythm from the non-lifevest defibrillation was CPR/motion artifact. The patient was in vf for approximately 1 minute 9 seconds before the non-lifevest defibrillation. The patient was in vf with CPR/motion artifact until the 2nd non-lifevest defibrillation. The patient's rhythm at time of the second non-lifevest defibrillation was vf with CPR/motion artifact, and the post shock rhythm was CPR/motion artifact. The patient was in vf for approximately 56 seconds prior to the non-lifevest defibrillation. The rhythm then transitions to ventricular tachycardia (vt) at 120 bpm with CPR/motion artifact. The rhythm then degrades to vf with CPR/motion artifact. Lastly, the patient was last seen in an idioventricular rhythm at 50 bpm with motion artifact from approximately 17:56:48 until the electrode belt was disconnected at 18:39:59 on (B)(6) 2020. CPR/motion artifact and heart rate at or below the threshold for treatment prevented the lifevest from treating the patient from approximately 18:24:37 to 18:28:45 on (B)(6) 2020.